Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing of the right ventricular (rv) lead. It was noted that the device was replaced with a device that has t-wave oversensing algorithm. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2009 (B)(6). (B)(4).